Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited no image and noisy image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction due to shortcut of charged coupled device cable, image noise occurs and endoscopic image is not displayed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.